Manufacturer narrative:
Zest per#: (B)(4). Received one used locator abutment. Product returned without original package; therefore, unable to verify part/lot number information. Visual inspection: the abutment¿s coronal surfaces are in good conditions, plaque inside the broach, and it is broken at the post minor thread. There is no manufacturing defect noted. No device lot number was provided so a device history record review and a complaint history review could not be performed. Customer state that patient came in with a broken locator abutment. Based on the evaluation of the return product, the complaint was confirmed. The complaint and product associated has been received, reviewed, and evaluated as required by zest dental solutions complaint process and applicable regulations. Based on zest's evaluation of the returned product, there was no change in reportability for the reported item. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. The following sections have been updated: b4: date of this report. D10: device available for evaluation change 'no' to 'yes.' G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change 'no' to 'yes.' H6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Device has not returned to manufacturer.

Event description:
It was reported that the (imloa002) locator abutment fractured.